Event description:
It was reported that the pt complained of poor pain relief. A catheter dye study was inconclusive. An x-ray noted that the tip appeared to have migrated down. The pt was taken to the operating room. The back incision was opened and it was noted that the distal catheter was coiled up. The distal portion of the catheter was replaced. The pt's dose was also decreased. The pt recovered without sequela. The pt's pump contained morphine.